Event description:
Possible unretrieved medical device fragment. In 2001, underwent a laparoscopy. A few months later, there was the sensation of a small mobile irritant just below my rib cage that was felt during abdominal "crunch" type moves. The sensation was not constant and only surfaced occasionally. That sensation was experienced on and off and then surfaced less often over time. Then about two years ago, I began to have occasional heart flutterings. Those experiences were not connected to physical exertion or stress. I am physically healthy, participate in moderate-to-high intensity aerobic activity 3-4 hrs per week jazzercise, do not smoke and drink a glass of wine maybe 6 times a year. I actually have question about how to confirm the presence of a medical device fragment, especially if x-rays will cause metal to heat and mris will cause metallic pieces to migrate. I don't believe my history is conclusive, and except for the heart flutterings, it has not been a cause for concern. Thank you.